Event description:
During device preparation, the contact force was not available. The cable was unplugged and reconnected, the tactisys was rebooted, and the dws was rebooted, all with no resolution. The catheter was exchanged and the issue was resolved. The procedure was then completed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.